Event description:
It was reported, the patient has not used or charged the scs ipg in over a year. The ipg is unable to communicate with the external devices. An sjm representative confirmed the ipg is depleted. The patient will meet with his physician to schedule surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.